Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter. There was foreign material on the catheter and the handle. There was white debris from the packaging itself on the soundstar. The bwi company representative confirmed that they had opened at least 9 soundstars which had this issue., mostly debris on the handle portion. Foreign material inside the packaging outside of specification is MDR-reportable. Biosense webster manufacturer's reference number (B)(4) has nine (9) reports: (1) MFR # 2029046-2022-02450 for product code 10439236 (soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter) (2) MFR # 2029046-2022-02451 for product code 10439236 (soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter) (3) MFR # 2029046-2022-02452 for product code 10439236 (soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter) (4) MFR # 2029046-2022-02453 for product code 10439236 (soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter) (5) MFR # 2029046-2022-02454 for product code 10439236 (soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter) (6) MFR # 2029046-2022-02455 for product code 10439236 (soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter) (7) MFR # 2029046-2022-02456 for product code 10439236 (soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter) (8) MFR # 2029046-2022-02457 for product code 10439236 (soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter) (9) MFR # 2029046-2022-02458 for product code 10439236 (soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter)

Manufacturer narrative:
On 1-dec-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter. There was foreign material on the catheter and the handle. There was white debris from the packaging itself on the soundstar. The bwi company representative confirmed that they had opened at least 9 soundstars which had this issue, mostly debris on the handle portion. Device evaluation details: the device was inspected and white fibers were found in the handle. The foreign material was sent to fourier transform infrared spectroscopy and it was concluded white fibers are composed of cellulose base material, however, none of the analyzed components was related as a source of origin, and material provenance remains unknown. At this time is not possible to determine the root cause of this condition, however, based on the information provided, the condition reported has its origin in someplace external to the manufacturing environment. The issue reported by the customer was confirmed. An escalation investigation was initiated to address the root cause of the issue of the white fibers. A device history record evaluation was performed for the finished device g9248435 number, and no internal action was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).